Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with implantation of an undisclosed saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant and bilateral malposition of her breast implants. As a result, the patient underwent a surgical intervention to correct the position of the implants on (B)(6) 2022. The surgeon removed the left implant, made the alteration, and reimplanted the left device. Per the instructions for use, mentor saline breast implants are not intended for reuse/reimplantation, and thus this device is used in a manner inconsistent with the IFU. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-08424 for the contralateral event.